Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and the caller planned to call back to reset the pump when ready. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.